Manufacturer narrative:
The complaint could not be verified and x-rays were not provided by the customer. There was no damage noted to the returned components that would have originated from the manufacturing process the device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
The dentist reported that 6 days post placement the implant (int411) failed to integrate and there was evidence of necrosis of the bone.